Event description:
Upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. Upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona femoral component: catalog#ni, lot#ni; unknown natural tibial tray: catalog#ni, lot#ni. G2: foreign: netherlands. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported via clinical study that a patient underwent an initial total knee arthroplasty. Approximately four (4) years post-implantation, the patient experienced a sudden onset of stiffness, pain, and bursitis with no apparent cause. The patient was treated with a cortisone injection and the symptoms were reported to have resolved fourteen (14) months post-onset. Due diligence is in progress for this event; to date no additional information has been provided.